Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed an erosion of the pump through the scrotal skin. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.